Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the failure analysis is complete.

Event description:
The micro oscillating saw was sent for svc and it ran on its own without activation during performance testing. No adverse event was associated with the device.